Event description:
Dr implanted expired meniscus arrows during arthroscopic meniscal repair. Surgical site irrigated with antibiotics. Implant left in surgical site. Packaging was labeled, but exp of prod not noted until post implant. This surgical case had a total of 3 meniscus arrows inserted in the pt, only 2 of those were outdated.

Manufacturer narrative:
It was a human error. Device not returned to the MFR. A response letter sent to the customer about this case. Labelling clearly indicated the exp date of the device.